Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stereotactic-guided vacuum-assisted breast biopsy procedure using the encor biopsy probe. During the procedure, the tip of the needle was allegedly bent. It was further reported that there was resistance felt while removing the device. The procedure was completed using another device. There were no reported patient injury.